Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the device was completely removed from the patient and the patient's post procedure status was good.

Manufacturer narrative:
Age at time of event: below 18 years old. (B)(4). The complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 5.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres for 40 seconds, the balloon ruptured. The procedure was completed with another 5.0mmx40mmx40cm (4f) sterling¿ balloon catheter. No patient complications were reported.